Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the s2 drg lead, the s3 drg lead were explanted and replaced to address the issue. It was also reported that the patient experienced discomfort at the ipg site [related manufacturer report number: 1627487-2024-07962]. As a result, during the same surgical procedure on (B)(6) 2024, the drg ipg was repositioned to sit more flat in the pocket to address the issue. Effective therapy was restored post-op. In a recent update it was reported that the discomfort at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-05829. It was reported that the patient experienced ineffective stimulation because the s2 and s3 leads had migrated. As a result, surgical intervention may be undertaken at a later date to address the issue.